Event description:
The device distributor in (B)(6) reported that a (B)(6) female pt underwent a thermage treatment on (B)(6) 2012 and one hr into the treatment, a few blisters developed on her face. On (B)(6) 2012, after a f/u with the distributor, add'l info was rec'd. It was reported that more blisters showed up the following day post treatment. Reportedly, artificial skin was used over the blisters for a month. The pt was also prescribed oral anti-inflammatory drugs which she took for 2 weeks and then was given more IV medication. The blisters were resolved however, hyperpigmentation had developed over the blister sites. The physician is reported to be still treating the hyperpigmentation using a low energy dye laser. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and the data card eval performed, the probable cause of the reported event could not be conclusively determined as all tests passed and are within specification. It is stated in the user's manual: blisters: the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Reported frequency for burns is less than 0.091%. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Pigment changes (focal): cases of hyperpigmentation usually resolve over the course of time (within several months). Reported frequency is rare - less than 0.010%.